Manufacturer narrative:
Specific patient or incident information were not provided by the doctor. To date, the patient is doing fine; a new crown was re-cemented using maxcem elite, without further incident. The product was not returned and no item number or lot number were provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that approximately thirty (30) patients experienced the loss of a crown approximately six (6) months to one (1) year after placement with maxcem elite. This is the third of thirty (30) reports.